Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had low disk space and multiple errors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing low disk space (c:\). A field service engineer (fse) confirmed that the station hard drive (hd) needed to be replaced due to issues with the database being bloated. The fse attempted to replace the hard drive but encountered multiple issues. The image drives had apparently been placed into a previous station by a previous fse. The images on my usb drive failed to copy despite multiple attempts. Then worked with an engineering support specialist and spoke to another fse in the area, who troubleshooted the issue and replaced the hard drive. The system functioned as intended after the field service engineer repaired the device.